Event description:
The physician reports that a pt underwent cataract surgery with placement the crystalens. Postoperatively, the lens shifted position. One week postop, the physician repositioned the lens, but it shifted again. Two weeks postoperatively, the lens was removed and exchanged for a different lens model. Additional info has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.